Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call , the insulin pump was alarming motion sensor test failure. Customer's blood glucose was 98 mg/dl at the time of the incident. Troubleshooting was performed. Customer was unable to perform the displacement test as customer was unable to clear the alarm. Customer was advised to revert to back up plan, per health care professional's instructions. The device is returning for analysis.

Manufacturer narrative:
The insulin pump was received with motion sensor test failure error alarm during rewinding due to motor encoder signal out of phase. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motion sensor test error alarm. Unit was received with cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.